Event description:
It was reported that approximately six months post stent implant, there was a stent breakage. Reportedly, during the initial procedure two stents were implanted; the proximal stent, which was implanted in the proximal femoralis was broken in three places, the other stent did not present any problems. There was no report of injury to the pt.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the us. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.